Event description:
It was reported that the pulse generator had reached premature elective replacement indicator (eri) due to high output. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: implant date was reported erroneously reported as (B)(6) 2017 when it should have been (B)(6) 2015.